Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient was appropriately treated by the lifevest. The patient was reportedly in the hospital at the time of the event. The patient was treated at 7:48:57 pm while the patient's rhythm was polymorphic ventricular tachycardia (vt) at 160 bpm. The post-shock rhythm was polymorphic ventricular tachycardia (vt) at 170 bpm. The patient received a second treatment at 7:49:31. The patient's rhythm at the time of the treatment was polymorphic ventricular tachycardia (vt) at 140 bpm. The post-shock rhythm was polymorphic ventricular tachycardia (vt) at 160 bpm. The patient's rhythm normalized to sinus tachycardia at 130 bpm 2 minutes after the treatment. The electrode belt was disconnected at 9:00:47 pm while the patient's rhythm was sinus rhythm at 100 bpm.

Manufacturer narrative:
Varying amplitude of the patient's polymorphic ventricular tachycardia caused the device not to detect the treatable arrhythmia after the second treatment. There is no evidence of any device malfunction. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Varying amplitude of the patient's polymorphic ventricular tachycardia caused the device not to detect the treatable arrhythmia after the second treatment. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient was appropriately treated by the lifevest. The patient was reportedly in the hospital at the time of the event. The patient was treated at 7:48:57 pm while the patient's rhythm was polymorphic ventricular tachycardia (vt) at 160 bpm. The post-shock rhythm was polymorphic ventricular tachycardia (vt) at 170 bpm. The patient received a second treatment at 7:49:31. The patient's rhythm at the time of the treatment was polymorphic ventricular tachycardia (vt) at 140 bpm. The post-shock rhythm was polymorphic ventricular tachycardia (vt) at 160 bpm. The patient's rhythm normalized to sinus tachycardia at 130 bpm 2 minutes after the treatment. The electrode belt was disconnected at 9:00:47 pm while the patient's rhythm was sinus rhythm at 100 bpm.